Event description:
2 cases of ativan and 1 case of demerol precipitating in an empty syringe. Medications were being transferred from commercial syringes to empty b-d 3cc syringes to inject into "needleless" IV tubing port. Medications precipitated prior to injection into tubing.